Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number:2523190-2019-00120.

Event description:
2 of 2 reports. A customer reported to integra that on (B)(6) 2019, a 600318l l-shaped hook electrode, 5mm, 45cm used for laparoscopy procedures, the insulation was coming off after first use. There was no patient injury or death alleged. It is unknown if there was patient contact or surgical delay. Request for additional information has been sent.

Manufacturer narrative:
UDI information: (B)(4). The product was returned for evaluation. The lot number / serial number not received to perform device history record review. The l shape of the electrode hook, the insulation was coming off. This type of damage is from use and handling. There was no repair marking indicating that preventive maintenance was performed. The complaint report is confirmed: damage/worn. The root cause has not been identified as a workmanship or material deficiency.